Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is no issues found related with the manufacturing.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device was explanted.